Manufacturer narrative:
Analysis of programming history.

Event description:
During MFR review of a pt's vns programming history with the treating neurologist it was noted the off time had been at 60 minutes since (B)(6) 2010, when a faulted systems diagnostics test changed the settings. All settings were corrected on (B)(6) 2010 except for the off time. Which remained at 60 minutes. The off time was changed to the intended setting on (B)(6) 2011.